Event description:
As reported: "product inserted ito left ureter of a (B)(6) female patient who had a kidney stone. After insertion and at appropriate level of ureter it was inflated gradually to 25atm and held for 30 seconds at which point a popping sound was heard and the pressure in sterile inflation device was at zero atm. Insertion of the flexible scope revealed a perforation of the ureter at the level just distal to the proximal part of the tip of the pathway access sheath. The patient had to be stented after several attempts to insert a guidewire in the correct location due to the tear."

Manufacturer narrative:
The investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.